Event description:
It was reported that the indicated battery charge of a device dropped by 55% in a short period. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued using the device and mentioned they would call if the issue reoccurred.